Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the timing of when the damage was identified¿whether prior to reprocessing, during reprocessing, or after reprocessing¿was reported as unknown. Regarding the condition of the instrument, there was no insulation damage and no exposure of the internal wire. Although the detailed condition of the internal wire was unknown, it was confirmed that the wire was not completely broken. There were no cautery issues associated with the damaged cable, no signs of thermal damage, and no arcing was observed during the procedure. Isi received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a damaged conductor wire was not confirmed by failure analysis. The probable root cause of a frayed grip cable is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. The probable root cause of thermal damage the bipolar yaw pulley is attributed to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.